Manufacturer narrative:
On october 20, 2020, device evaluation was completed. Device evaluation summary: during the visual evaluation no apparent damage or visual anomalies were observed on the returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 1, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left migration issues. (B)(4).

Event description:
It was reported that a female patient of an unknown age, race, and ethnicity underwent primary breast augmentation with a 550cc mentor memorygel breast implant on both sides and experienced right side capsular contracture; baker grade iii, and bilateral pocket migration issues postoperatively. As a result, the patient will undergo bilateral explantation and replacement with catalog number 3505504bc on (B)(6) 2020. This report is for the patient¿s left-sided device.